Event description:
It was reported that the pt is still able to hear with the device, but performance has decreased recently from around 60% to around 16%. The pt also reported a "static" sound that could get remedied by disabling an electrode.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
(B)(4). Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seem to match this finding. This is a final report.

Event description:
It was reported that the patient is still able to hear with the device, but performance has decreased recently from around 60% to around 16%. The patient also reported a "static" sound that could be remedied by disabling an electrode.

Manufacturer narrative:
Additional information: in accordance with the information in the patient report and the manufacturers experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Reportedly re-implantation surgery is not being considered at the moment due to the patient's current health condition. The complaint can be re-opened if further relevant information is received.